Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband reported via phone call that the customer was having unexplained high blood glucose with the insulin pump. Customer is on a manual injection. Customer stated that she had a hospitalization in (B)(6), but not for any blood glucose or diabetes related issue. Customer stated that it was unrelated. Customer treated with a manual injection with lantus and novolog. Customer stated that she has changed the set several times before going off the pump. Customer feels that the long acting insulin was causing the high blood glucose. Customer stated that most of the time their blood glucose is fine on manual injections. Customer's blood glucose was 483 mg/dl. Customer ran a manual prime and stated that the insulin did exit the tubing. Customer did not have a tubing clamp. Customer does not have the pump on now. Customer was advised that a tubing clamp will be shipped. Customer later called back and the pump passed the high pressure test.